Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06785. It was reported that the patient presented with right ventricular lead noise. The lead was capped and replaced on (B)(6) 2019. During the procedure, the physician interrogated the pacemaker after connecting the new right ventricular lead. Electrical interference was still present, so the physician elected to replace the pacer as well. The patient was stable.